Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/13/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a review of the pump black box data showed no pump reboots had occurred. The battery cap measurements were found to be within specifications. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms. The pump case was removed and no evidence of moisture or loose components were found inside pump. The intermittent power issue was not duplicated during investigation. There was no defect found.